Manufacturer narrative:
Date sent to the FDA: 8/28/2024 d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2009. (B)(4) submitted for adverse event which occurred on (B)(6) 2014. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported by an attorney that the patient underwent repair of recurrent incisional hernia on (B)(6) 2008 and mesh was implanted. It was reported that the patient underwent incisional hernia repair on (B)(6) 2009 and mesh was implanted during which the surgeon noted extensive adhesions, colon, and small bowel with hernia sac. It was reported that the patient underwent reduction of internal hernia, lysis of adhesions, debridement of old mesh and primary hernia repair with retention sutures on (B)(6) 2014 during which the surgeon noted multiple loops of dilated small bowel and loops of decompress small bowel as well as omentum, all incarcerated and adhered to the hernia sac. There was mesh densely adherent to the superior surface of the hernial fascial defect. It was reported that the patient experienced bowel obstruction, nausea, vomiting, constipation, recurrent abdominal seroma, infection and cholecystectomy. Other procedure was captured in a separate file. No additional information was provided.